Event description:
It was reported that the right ventricular (rv) lead had a gradual impedance increase to 2752 ohms. A possible fracture was suggested. The lead impedance alert was reprogrammed to 3000 ohms and the patient was given a new remote monitor to periodically check the device and lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).